Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery system (ds) was selected for use in an implant procedure. During the procedure, after trying to cross septum, when the sheath was removed it was noted that the dilator split due to an unknown reason. The device was replaced with another 14f amplatzer torqvue 45x45 delivery system (ds) to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable through the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged during procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.